Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its japan implant patient registry that a 25mm 11500aj valve was explanted after a duration of seven (7) months due to unknown reason. A smaller size same model 23mm 11500aj valve was implanted in replacement. No information about device return at this moment. File will be updated. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Edwards received information through its implant patient registry that a 25mm 11500aj valve was explanted after a duration of seven (7) months due to prosthetic valve endocarditis. A smaller size same model 23mm 11500aj valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
Added information to b5, e1, h6. Intermediate /late onset endocarditis (i.e. Greater than 60 days post-implant occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate /late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Based on the information available, the most likely cause is patient factors. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.